Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. The reported hazard alarm is a safety feature not considered a malfunction. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported his blood glucose and insulin history is as follows: time: 7:00 am, bg (mg/dl): 202, bolus (u); 9:05 am, 298, 25.0; 4:42 pm, 470, 24.95; 5:00 pm the pod terminated in a hazard alarm. He the went to the hospital and upon arrival his bg was reading 422 mg/dl. The pod was removed and discarded. They gave him a manual injection of insulin (exact dosage was not provided). At 7:00 pm, his bg measured 359 mg/dl.